Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level 500 mg/dl and 600 mg/dl. Customer stated her blood glucose was 529 mg/dl today when she started getting the no delivery alarm. Troubleshoot was performed for no delivery alarm and advised customer that the pump was working as designed. The customer treated high blood glucose with manual injection. The products will not be returned for analysis.